Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3037, serial# (B)(4), product type programmer, patient.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was really sick and coughing the week prior to the call and their symptoms started coming back. The patient thought that it was a possible uti and wanted to adjust, but was encountering poor communication on the patient programmer (pp). The poor communication was encountered both with and without the external antenna so the patient was sent a replacement pp. The patient was not sure if their coughing and sickness might have affected their implant as the patient was "coughing so hard she felt like she was going to break a rib." The change symptoms was noted to have been sudden in that the patient could specify a date that the event began. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.